Manufacturer narrative:
Physical analysis cannot be performed. Implant not returned. Customer reported no osseointegration.

Event description:
Time of loss at the time of implant failure type IV. No osseointegration was reported.